Manufacturer narrative:
(B)(6). The customer reported that there was a failure to alarm. No adverse impact has been reported. The available information does not support that there was any malfunction. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there was a failure to alarm.